Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was emitting tones. The clinician is questioning if it is at eri. The device has been implanted 47 months.